Event description:
The libre 3 / plus sensor has a defect on its reading results. May cause a low glucose reading preventing use of insulin. Also, serious health problems were indicated like poor vision and severe headaches. Pt codes: 2138, 1880. Device code: 1535. Ref report: mw5181036.